Event description:
It was reported that during an ureteroscopy procedure for ureteral stones, the fiber was secured using a metal clamp. When the physician stepped on the pedal to being using the fiber, the fiber broke near the clamp site causing a small burn to the drape. There was no injury to the patient, physician, or staff. The fiber was replaced, and the procedure was completed.